Manufacturer narrative:
Evaluation method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received her scs system, including two percutaneous leads (from the same lot) and an ipg, on (B)(6) 2010. It was reported that the patient lost stimulation. The amplitude did not get past perception levels on 8 of the 9 programs downloaded for the patient. The patient was reprogrammed with partial stimulation coverage and a follow-up appointment was scheduled. Follow up on the patient found that the patient had allegedly fallen on an ice patch in her driveway prior to the onset of this problem. The patient was reprogrammed and stimulation coverage was achieved with one of the leads.